Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to implant a 12.6 mm vicm5_12.6 implantable collamer lens, -11.5 diopter, into the patient's right eye (od), it tore prior to injection. This occurred on (B)(6) 2017. The lens was not implanted. Surgery was postponed until the following day, in which a replacement lens was implanted successfully. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
The lens has been returned and evaluated. Lens was returned dry in a small vial, with clear foreign residue lens surface. Visual inspection found the haptic torn. No similar complaint types reported for units within the same lot. (B)(4).